Manufacturer narrative:
Based on the event as reported it is undetermined what caused the patient's intestinal obstruction three days post implant. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion is listed in the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2016 - patient underwent the repair of a ventral hernia and was implanted with a bard ventralight st hernia patch. On (B)(6) 2016 - three days post op the patient presented with an intestinal obstruction and underwent an additional procedure. During this procedure the surgeon found that the intestines were adhered with the sepra-technology layer of the patch. The adhesions were taken down and the patch was left implanted. As reported the primary defect had not reopen. Also noted by the surgeon was a red color of the skin just above the repair. Surgeon was unsure whether this was inflammation. Following surgery the patient is reported to be stable.